Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. A review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier is not required to provide a material certification. The adjustable distal radius fixator was returned in the loosened position and debris in the rod holes. The assembly could not be evaluated because it was returned with missing components. Without the missing components, the device would not lock properly. The hole that the assembly passes through was undersized. An undersized condition would not affect the assembly retention. This complaint is indeterminate from a manufacturing standpoint because the missing portion of the product makes physical dimensional verification impossible.

Event description:
During an open reduction internal fixation (orif) of a right distal radius on an unknown date, the patient was instructed with an adjustable distal radius fixator (adrf). Approximately 3-4 weeks after the procedure, the patient noticed that the locking mechanism on the fixator was loose. On a follow up clinic visit, it was determined that a couple of pieces of the fixator were completely missing. The surgeon removed the fixator and replaced it with another one.